Event description:
The customer contact reported a whitescreen error. During software upgrade at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device initially passed testing; however, a whitescreen error was displayed during further testing. Testing and investigation found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the hardware module. This report represents all the information known by the reporter upon query by hospira personnel.